Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had been complaining of shortness of breath, tiredness, and dizziness.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action: based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture and several episodes of noise interpreted as non-sustained tachycardia (nst). The lead was capped and replaced. No patient complications have been reported as a result of this event.